Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) did not power up" was not confirmed during the functional testing. The autopulse platform powered on using the test autopulse li-ion batteries several times with no issues. Also, the battery connector and the wiring cables were checked for potential damages that could have resulted in the customer's reported complaint, and no such damages were noted. Thus, not confirming the customer's reported complaint. The customer reported a complaint that "the autopulse platform has visible cracks on the housing," was confirmed during the visual inspection. Based on the photos provided by the service team, a large crack on the top cover, a broken part from the handle, and a small crack across the screw well area of the front enclosure and bottom enclosure were noted. The observed physical damages appear to be the characteristics of the harsh impact caused by user mishandling, such as a drop. The damaged parts need to be replaced to address the reported physical damage. During the functional testing, the autopulse platform could power on using the test autopulse li-ion batteries several times with no issues. However, functional testing failed because the autopulse platform shutdown on its own without providing any user advisory/fault code unrelated to the reported complaint. Upon further evaluation, no brake activation (open/clicking sound) was noticed when the platform was powered on. The root cause of the observed problem was corrosion at the brake housing area of the drivetrain motor, which resulted in seized brake assembly and prevented the dive train motor from rotating (initiate compression). The archive data review indicated that the autopulse platform was last powered up on (B)(6) 2023. It prompted several fault 16 (timeout moving to take-up position) codes unrelated to the reported complaint. The archive revealed that daily checks were not performed regularly. The autopulse platform was not powered on for over a year, between (B)(6) 2021 to (B)(6) 2023. The storage condition of the autopulse platform is unknown. Daily device checks are required per the user manual to help prevent the brake from seizing. Also, storing the autopulse in a low-humidity location could help prevent the brake from seizing. Therefore, the root cause of the corrosion was likely due to user maintenance. Zoll service personnel used ipa to clean and remove the corrosion at the brake housing area. The brake gap inspection verified that the brake gap was within the specification of 0.008" ± 0. 001". The autopulse platform was further tested with the large resuscitation test fixture (lrtf), and the platform passed without fault or error. Zoll is awaiting customer approval for service repair.

Event description:
The autopulse platform (B)(4) did not power up during shift check. The customer replaced the autopulse li-ion battery with a fully charged battery, but the issue persisted. The customer tested the battery in another autopulse platform, and it powered on the platform as intended. In addition, the customer reported visible cracks on the platform's housing. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform (B)(4) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.